Manufacturer narrative:
The field service representative found crystallization of a substance around the pinch valves near the pump. He cleaned the crystallization and reseated the tubing. The investigation determined the service actions resolved the issue.(B)(4).

Event description:
The initial reporter received analyzer alarms and questionable ise indirect gen.2 results for three patient samples from the cobas c 111 with ise analyzer. Refer to the attachment to the medwatch for patient data. The questionable results were not reported outside of the laboratory. The sodium electrode lot number was 21593547 with an expiration date of 28-feb-2020. The potassium electrode lot number was 21592747 with an expiration date of 03-jan-2020. The chloride electrode lot number was 21593947 with an expiration date of 13-mar-2020.